Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to an implant the lead helix did not extend after repeated turns. The lead was not used during the procedure. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.